Manufacturer narrative:
(B)(4). The reported issue was confirmed in the laboratory setting. The root cause of the reported issue was saline ingress into the controller case and power entry module caused by the customer. It is very unlikely this identified issue would have occurred had the unit been plugged into a protected outlet such as a gfci protected outlet. Carefusion communicated to the customer to make all attempts to prevent saline or fluids from making contact with the device and to ensure the devices are properly plugged into a protected outlet to prevent reoccurrence of this issue. Additionally, the customer was sent the system manual for this product with the recommendation to follow the indicated approved power sources, proper cleaning of the controller, instructions to follow if any fault conditions are displayed on the controller and the preventative maintenance procedure for this product. (B)(4).

Event description:
The customer reported to carefusion that the unit looks burnt. The customer further clarified that the unit was burnt from where the powercord is plugged in. The customer confirmed that there was no patient harm.